Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the outcome of the event was updated to resolved without sequelae on 2018-may-18. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 5 mg/ml for a total dose of 0.7412 mg/day and bupivacaine 10 mg/ml for a total dose of 1.483 mg/day via an implantable pump for no known indication for use. It was reported on (B)(6) 2018, the patient rated their pain at an increased level of 6 out of 10 using the numeric pain intensity scale. Device interrogation on (B)(6) 2018, revealed a motor stall had occurred (date of motor stall not noted). Interventions included a motor stall recovery was noted on (B)(6) 2018. The device diagnosis was pump motor stall ad the clinical diagnosis was increase in pain. The outcome of the event resolved without sequelae on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported,

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the cause of the motor stall and recovery was not known. The baseline weight was 182 pounds. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the date the patient rated their pain at (increased) level of 6 out of 10 using the numeric pain intensity scale was (B)(6) 2018 and not (B)(6) 2018. It was noted that the motor stall occurred on (B)(6) 2018. No further complications were reported/anticipated.